Event description:
Allegedly, doctor was performing a procedure and found the washer embedded in tissue in the posterior cul de sac. She removed it. She doesn't believe this was a result of the procedure she was performing but of a previous procedure. The doctor asked the patient about previous surgery, and she stated that he had never had a previous surgical procedure. There appeared to be no adverse impact on patient.

Manufacturer narrative:
We checked our records and could find no report of a washer coming off and remaining in patient. The 5r is used with 5mm trocars and was replaced by another part number in (B)(4) of 1995.